Event description:
A manufacturer representative reported a consumer had the implantable neurostimulator (ins) removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.